Event description:
Aching (knees-elbows) noticeable 1991, rt small toe infection, fingers-blood poisoning, eye infection 11/91, leg-foot 5/92 tests nothing conclusive, stomach pains-92, sinus infection-12/92, viral infection 12/92 & 1/93, bladder infection 12/92, rt foot-swelling-glucose test, 2/93 nothing conclusive. Also reports both implants have ruptured.